Manufacturer narrative:
Based upon the clinical assessment, the reported rupture is confirmed and it was apparent that migration of the stent resulted in a type ia endoleak, which was not reported but was confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The root cause for the reported issue was not identified, therefore, the identification of a design or manufacturing issue was inconclusive. The clinical review identified the following factors that may have contributed to the event: marginally acceptable aortic neck length and its immediate anterior angulation might have contributed to the stent migration; patient intolerance to contrast and noted information that three of the four submitted studies did not utilize IV contrast; medical non-compliance with surveillance imaging studies, which was supported by the lack of any current imaging studies for comparison at the event date; and stent migration of the components into the proximal sac without change to the position of the components to one another (no telescoping) resulting in a presumed type ia endoleak.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
It was reported the patient had a procedure on (B)(6) 2011 with a bifurcated, a suprarenal aortic extension, and an infrarenal aortic extension. Subsequently, the patient was admitted to the hospital emergently due to a free rupture of his aneurysm. The patient had an emergency endovascular repair with a medtronic implant. The original bifurcated stent graft had migrated significantly and slipped into the middle of the aneurysm sac. The procedure went well and the patient is stable.